Event description:
Per customer's (B)(4) report, "levophed running via a PICC line with new maxplus clear needleless connector, pt's blood pressure dropped and rn noted this drop in pressure. Rn saw IV was disconnected. She reattached only to watch it unscrew itself and come disconnected several times. Removed new needleless cap, problem solved. On investigation, this problem is repeatable with tubing and cap with fluid in system. Caps removed from stock, and asked all rns on floor in ICU and csicu to use only b braun ultrasite caps for all drips.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for evaluation.